Event description:
On (B)(6) 2005, the pt presented to the hosp with abdominal pain. An aortogram revealed a previous aorta-to-superficial femoral artery bypass. The proximal hood of the bypass graft had broken down and developed a pseudoaneurysm. The pt was implanted with two gore excluder aaa endoprostheses to treat the pseudoaneurysm. The pt tolerated the procedure. On (B)(6) 2005, the pt's right aortic ptfe limb, which had thrombosed, was infected as well as the femorofemoral graft due to a draining sinus wound from the pt's right groin. The distal part of the aortofemoral graft was removed and the proximal portion was over sewn for later removal. The right side of the fem-fem graft was also removed. A saphenous vein graft was then used to maintain blood flow. On (B)(6) 2005, the remaining ptfe graft and the gore excluder aaa endoprostheses were explanted due to the infection. A saphenous vein graft was then used to maintain blood flow and a homograft was sewn into the abdominal aorta. Estimated blood was 1000cc. The pt tolerated the procedure. The devices were discarded at the facility. The pt has been lost to f/u with this physician's office since 2007.

Manufacturer narrative:
Results: the review of the mfg and sterilization paperwork verified that this lot met all pre-release specs.